Event description:
The fluoroscopy machine automatically activated without knowledge of the treatment team. The procedure did not require the use of fluoroscopy. The pt and team were exposed to unnecessary radiation.